Event description:
The product was used during a hernia procedure. The suture broke as knots were being tied. No pt injury reported. The surgeon applied another suture to complete the procedure.

Manufacturer narrative:
12/16/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.